Event description:
New information received indicates that the device was able to pair. No additional intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was confirmed. The issue was resolved by bring the patient into clinic for device interrogation. No further investigation is required at this time. If the issue persists, the investigation will be re-opened. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. There were no patient consequences.